Event description:
It was reported by the patient that they received a shock. The patient also stated that when the system was checked in clinic, they were told that they had some arrhythmias for two to three weeks leading up to the shock. Additionally, the patient inquired as to why they were not alerted prior to receiving the shock. It was later reported by the patient's clinic that the patient has not been seen since receiving the shock, they were unaware that the patient received a shock, had no awareness of possible arrhythmias and do not know whether the shock was appropriate or inappropriate. The right ventricular [rv] lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.